Manufacturer narrative:
The alinity c processing module, serial # (B)(6) was evaluated and was noted one of the wash cup nozzles was obstructed. The wash cup, r1 & r2 reagent probes was cleaned, and the module function was verified with a control/precision run. No additional discrepant result issues have been reported. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no subsequent issues have been reported associated with the customer reported event. A review of tracking and trending did not identify a trend for the wash cup, r1 & r2 reagent probes or the alinity c system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the wash cup, r1 & r2 reagent probes as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely decreased electrolytes generated from a alinity c processing module. The customer provided the following data for sample ID (B)(6): initial chloride was 68 and repeat was 107 (approximate reference (normal) range: 98 to 107 mmol/l). Initial potassium was 2.45 and repeat was 3.81 (approximate reference (normal) range: 3.5 to 5.1 mmol/l). Additional laboratory data: initial sodium was > 100 and repeat was 138 (approximate reference (normal) range: 136 to 145 mmol/l). The customer also stated that they observed a collection of fluid next to the wash cup of the analyzer. Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Event description:
The customer reported falsely decreased electrolytes generated from an alinity c processing module. The customer provided the following data for sample ID (B)(4): initial chloride was 68 and repeat was 107 (approximate reference (normal) range: 98 to 107 mmol/l). Initial potassium was 2.45 and repeat was 3.81 (approximate reference (normal) range: 3.5 to 5.1 mmol/l). Additional laboratory data: initial sodium was > 100 and repeat was 138 (approximate reference (normal) range: 136 to 145 mmol/l). The customer also stated that they observed a collection of fluid next to the wash cup of the analyzer. Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.